Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2010 at an unspecified time, the device was programmed in the continuous only mode, to deliver in ml an unspecified concentration of 5fu (fluorouracil), at a rate of 5ml/hr, with a vtbi (volume to be infused) of 230ml, and a 240ml container size. The customer contact reported the therapy was to deliver for a duration of 46 hours. At 1700, the delivery was started. On (B)(6) 2010 at an unspecified time, a distal occlusion alarm occurred and at that time, the homecare pt notified the nurse. At 1000, the nurse reported the device alarmed empty; however, the customer contact expected the delivery to be completed at 1500. The physician was notified. The device was removed from clinical service. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.06ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the MFR facility. A review of the history indicates that on (B)(4) 2010 at 1217, the device was programmed for continuous only delivery in ml, with a rate of 5ml/hr, a vtbi of 230ml, kvo of 0 ml/hr and a container size of 240ml, with air sensitivity on. At 1358, a prime volume of 7.0ml is indicated. At 1359, device was powered off. At 1713, the device was powered on and at 1722, the delivery was started. On (B)(4) 2010 and (B)(4) 2010, a new date stamp occurred. Between 0409 & 1002, 6 distal occlusion alarms occurred, infusion was stopped 5 times and started 4 times. At 1002, device was powered off. Between 1131 & 1132, the device was powered on using batteries and delivery was started. At 1134, delivery was stopped & device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).